Event description:
It was reported that patient was seen with high impedance and has been referred for full revision surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Clinic notes were received indicating that the patient has experienced an increase in seizures which was attributed to the high impedance. The physician later reported that the seizure level did not rise above pre-vns baseline levels, therefore the increase will not be coded and adverse event will not be selected. The information however is relevant to the initial report as the physician attributed it due to the high impedance. Implant card was later received indicating that the patient had full revision surgery. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
F10. Adverse event problem, corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
During a file review it was noticed that the clinic notes read "I got a plain file of the chest and neck and cannot appreciate a discontinuity" which likely mean the md reviewed xrays of the patient and did not notice any discontinuity of the lead wire. This should have been discussed in the initial MDR and coded "imaging required". The explant facility has reported that the device has been discarded. No other relevant information has been received to date.